Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that the insulin pump's battery life was less than one day long. Caller stated that there was white residue inside the battery compartment. The caller stated that there may have been insulin spilled inside the device during set changes. Caller also stated that the device was intermittently losing power. Blood glucose level on the day of the call was 360 mg/dl and the customer had ketones. Customer's mother stated that the customer was taken to see a nurse at the diabetes clinic. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.